Event description:
Pseudo septic reaction [pseudosepsis]. Developed a blister further up from where the rash/welp was/blister was raised, liquid filled, 3/4th inches long and 1/4 inches wide and still hard [injection site blisters] ([skin discoloration], [dry skin]). Left knee upto the thigh was swollen/swelling as 3 inch welts [swelling of legs] . Brain was not functioning [thinking reduced] 3 inch rash/welp on her left knee to the right on the injection site [injection site rash] . Was very sore [aching (l) knee] . Left knee upto the thigh was swollen/swelling as 3 inch welts [swelling of l knee] . Very low body temperature [body temperature decreased] . Fever [fever] . Did not feel any pressure in her joints as the injection was given and believed that it was not given in the joint space [wrong injection technique] . Case narrative: this case was cross referenced to (B)(4) (multiple devices). Initial information received on 22-jan-2020 from united states regarding an unsolicited valid serious case received from a consumer. This case involves an unknown age female patient who experienced pseudo septic reaction, developed a blister further up from where the rash/welp was/blister was raised, liquid filled, 3/4th inches long and 1/4 inches wide and still hard, 3 inch rash/welp on her left knee to the right on the injection site, was very sore, left knee upto the thigh was swollen/swelling as 3 inch welts (joint swelling and peripheral swelling), brain was not functioning, very low body temperature, did not feel any pressure in her joints as the injection was given and believed that it was not given in the joint space and fever, while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included could not walk again and discomfort. The past medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. The patient had received synvisc and synvisc one about 5 times in the past and had received 2 injections in her left knee one year ago. Patient had also received medrol last year. On (B)(6) 2020, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate, frequency once (dosage, batch, indication: unknown) (information for batch number was requested) in both her knees. Patient reported that she felt like water was being injected when she received hylan g-f 20, sodium hyaluronate and did not feel any pressure in her joints as the injection was given and believed that it was not given in the joint space (latency: same day). On (B)(6)2020, she iced her knee and had a 3 inch rash/welp on her left knee to the right on the injection site (latency: 1 day) (intervention required). On (B)(6) 2020, she developed a developed a blister further up from where the rash/welp was/blister was raised, liquid filled, 3/4th inches long and 1/4 inches wide and still hard (intervention required). The same day, patient started taking medrol for her events which she would stop by (B)(6) 2020. The doctor said it looked like a pseudo septic reaction (latency: unknown) (onset: (B)(6) 2020) (intervention required). On an unknown date in (B)(6) 2020, patient felt her brain was not functioning (latency: unknown), she had very low body temperature (latency: unknown) and fever (latency: unknown), she stated that anything over 99 was fever according to her. The same time, she also stated that she was very sore (latency: unknown) (intervention required), left knee upto the thigh was swollen/swelling as 3 inch welts (joint swelling and peripheral swelling) (latency: unknown) (intervention required). The patient mentioned that the welts area had faded red color and she had left the skin over the blister intact and reported it was now dark red but dried. Patient consulted her md for assessment and was told something about pseudosepsis. She used ice, tylenol and medrol for her events. She stated if she had felt the gel going in she would not have called, but this did not seem to be a typical side effect as she didnt feel anything and felt she was injected saline. The patient would send pictures of her left knee which she took last week and she was seeking suggestions for her left knee blisters. Action taken: not applicable. Corrective treatment: tylenol, ice and medrol for pseudo septic reaction, developed a blister further up from where the rash/welp was/blister was full of fluid, 3 inch rash/welp on her left knee to the right on the injection site, was very sore, left knee upto the thigh was swollen/swelling as 3 inch welts (joint swelling and peripheral swelling). Outcome: not recovered/not resolved for 3 inch rash/welp on her left knee to the right on the injection site, developed a blister further up from where the rash/welp was/blister was full of fluid; not applicable for did not feel any pressure in her joints as the injection was given and believed that it was not given in the joint space; unknown for rest of the events. A product technical complaint was initiated on (B)(6)2020 for synvisc one (lot number unknown)with gptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation was completed on (B)(6)2020. Follow up was received on (B)(6)2020. No new information was received. Follow up was received on (B)(6)2020. No new information was received follow up information received on (B)(6)2020. Global ptc number added. No significant information received. Additional information was received on 01-mar-2020 from other health professional. Ptc results received and processed. Global ptc number added.

Event description:
Pseudo septic reaction [pseudosepsis], developed a blister further up from where the rash/welp was/blister was raised, liquid filled, 3/4th inches long and 1/4 inches wide and still hard [injection site blisters] ([skin discoloration], [dry skin]), left knee upto the thigh was swollen/swelling as 3 inch welts [swelling of legs], brain was not functioning [thinking reduced], 3 inch rash/welp on her left knee to the right on the injection site [injection site rash], was very sore [aching (l) knee], left knee upto the thigh was swollen/swelling as 3 inch welts [swelling of l knee], very low body temperature [body temperature decreased], fever [fever], did not feel any pressure in her joints as the injection was given and believed that it was not given in the joint space [wrong injection technique]. Case narrative: this case was cross referenced to (B)(4) (multiple devices). Initial information received on 22-jan-2020 from united states regarding an unsolicited valid serious case received from a consumer. This case involves an unknown age female patient who experienced pseudo septic reaction, developed a blister further up from where the rash/welp was/blister was raised, liquid filled, 3/4th inches long and 1/4 inches wide and still hard, 3 inch rash/welp on her left knee to the right on the injection site, was very sore, left knee upto the thigh was swollen/swelling as 3 inch welts (joint swelling and peripheral swelling), brain was not functioning, very low body temperature, did not feel any pressure in her joints as the injection was given and believed that it was not given in the joint space and fever, while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included could not walk again and discomfort. The past medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. The patient had received synvisc and synvisc one about 5 times in the past and had received 2 injections in her left knee one year ago. Patient had also received medrol last year. On (B)(6) 2020, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate, frequency once (dosage, batch, indication: unknown) (information for batch number was requested) in both her knees. Patient reported that she felt like water was being injected when she received hylan g-f 20, sodium hyaluronate and did not feel any pressure in her joints as the injection was given and believed that it was not given in the joint space (latency: same day). On (B)(6) 2020, she iced her knee and had a 3 inch rash/welp on her left knee to the right on the injection site (latency: 1 day) (intervention required). On (B)(6) 2020, she developed a developed a blister further up from where the rash/welp was/blister was raised, liquid filled, 3/4th inches long and 1/4 inches wide and still hard (intervention required). The same day, patient started taking medrol for her events which she would stop by (B)(6) 2020. The doctor said it looked like a pseudo septic reaction (latency: unknown) (onset: (B)(6) 2020) (intervention required). On an unknown date in (B)(6) 2020, patient felt her brain was not functioning (latency: unknown), she had very low body temperature (latency: unknown) and fever (latency: unknown), she stated that anything over 99 was fever according to her. The same time, she also stated that she was very sore (latency: unknown) (intervention required), left knee upto the thigh was swollen/swelling as 3 inch welts (joint swelling and peripheral swelling) (latency: unknown) (intervention required). The patient mentioned that the welts area had faded red color and she had left the skin over the blister intact and reported it was now dark red but dried. Patient consulted her md for assessment and was told something about pseudosepsis. She used ice, tylenol and medrol for her events. She stated if she had felt the gel going in she would not have called, but this did not seem to be a typical side effect as she didn't feel anything and felt she was injected saline. The patient would send pictures of her left knee which she took last week and she was seeking suggestions for her left knee blisters. Action taken: not applicable. Corrective treatment: tylenol, ice and medrol for pseudo septic reaction, developed a blister further up from where the rash/welp was/blister was full of fluid, 3 inch rash/welp on her left knee to the right on the injection site, was very sore, left knee upto the thigh was swollen/swelling as 3 inch welts (joint swelling and peripheral swelling). Outcome: not recovered/not resolved for 3 inch rash/welp on her left knee to the right on the injection site, developed a blister further up from where the rash/welp was/blister was full of fluid; not applicable for did not feel any pressure in her joints as the injection was given and believed that it was not given in the joint space; unknown for rest of the events.